Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's mother reported, she has had 1 or 2 occasions where the infusion sets had a bent cannula after removing it. Mother stated, the pt's blood glucose was in the 300's mg/dl. Pt's normal blood glucose range is around 100-150 mg/dl. Mother reported, the infusion set leaked once due to the bent cannula. Mother stated, the pt noticed the leak because her clothing got wet. Mother reported, the pt noticed the bent cannula when she was changing the infusion set on the 3rd day. Mother stated, the pt is using the insertion assist device to insert the infusion sets. Pt discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.